Manufacturer narrative:
(B)(4). The part passed inspection of the outer profile with the exception of some deformed areas where the liners are damaged. This damage likely occurred during the procedure. Product likely left zimmer biomet control conforming. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the liner would not engage. The surgeon opened a new liner, and it engaged right away. No further information has been provided.